Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had been in a car accident and since then he had been having problems with the stimulator. The patient stated he had shut the device off and recharged the implant. When the patient turned the stimulator back on he had to double the strength to feel stimulation. The patient was directed to the healthcare provider to have the device checked. The indication for use was spinal pain.